Event description:
Elderly male with history of diabetes, hypertension, coronary artery disease and lung cancer. Surgery was a thoracoscopy, left upper lobectomy- when closing, the ethicon power plus articulating endoscopic linear cutter would not fire 60 blue staple. No known harm to patient, slight delay retrieving another product.